Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non functional) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt's ECG electrodes were non-functional.